Manufacturer narrative:
The reported issue was confirmed during visual evaluation. It was noted that the right chest pad was found with the incorrect trim pattern. No other issues were noted in the other pads. The flow rate was found unacceptable for the right chest pad due to incorrect trim pattern the other pads the flow rate were found acceptable. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit. (B)(4)

Event description:
It was reported that there was low flow. The nurse had tried swapping devices prior to the call to ms&s. The nurse then changed the pads (a set of small pads and a universal pad) for a new set of large pads. Therapy was completed without further issues.

Manufacturer narrative:
The reported issue was confirmed during visual evaluation. It was noted that the right chest pad was found with the incorrect trim pattern. No other issues were noted in the other pads. The flow rate was found unacceptable for the right chest pad due to incorrect trim pattern the other pads the flow rate were found acceptable. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit. (B)(4).

Event description:
It was reported that there was low flow. The nurse had tried swapping devices prior to the call to ms&s. The nurse then changed the pads (a set of small pads and a universal pad) for a new set of large pads. Therapy was completed without further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was low flow. The nurse had tried swapping devices prior to the call to ms&s. The nurse then changed the pads for a new set of pads. Therapy was completed without further issues.